Event description:
The physician reports that the crystalens trailing haptic tore during insertion using the crystalsert lens insertion system. Intervention was performed in order to enlarge the incision and remove and replace the lens. The wound was sutured, however, suturing is the standard protocol for this surgeon. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00148.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l and subjected to visual examination. The lens was stuck in the lens injector. Root cause: according to the surgeon, the root cause of the reported issue of lens damage is likely related to use of the lens injector.